Manufacturer narrative:
The insulin pump received with broken battery tube threads, cracked reservoir tube, broken belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that there are 3 cracks on the pump, 2 at the battery compartment and 1at the reservoir compartment. The customer indicated that the battery cannot be installed due to the cracks. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.